Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73e1600467 investigation did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The first staple fired normally but jammed inside and did not fire the second staple. The patient's condition was reported as unknown at this time.